Manufacturer narrative:
(B)(4).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 17 months ago. Vessel morphology was reported as mild tortuousity, severe calcification, and aortic neck angulation was mild. Aortic neck diameter at the renal arteries was reported as 22 mm. It was reported that the patient returned for followup and the physician believes that during the initial implant there may have been a tear in the stent graft during modeling of the stent graft with a reliant balloon (see MFR # 2953200-2010-00543 and MFR # 2953200-2010-00544). The balloon inflation information is unknown. The physician believes that the stent graft leak may have been misinterpreted as a type 2. Ivus was used and confirmed a type 3 fabric tear (in the non-stented area of the bifurcated stent graft) and there was no type 2 endoleak present. Two aneurx iliac limbs and 1 aortic cuff were used to repair the endoleak. Final ivus was performed and confirmed no endoleaks present. No additional clinical sequelae were reported, and the patient is fine.